Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician elected to monitor the patient at follow-up. The patient was in stable condition.

Event description:
Additional information received indicated the physician alleged the cause of the event to be due to insulation damage, although it was not confirmed.